Manufacturer narrative:
(B)(4). Date sent: 01/12/2023. D4: batch # 769a60. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage, with anvil missing. The breakaway washer was not present, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed, the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 769a60, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the hartman procedure, the device did not staple. The battery was changed but that did not work. There were 2 holes in rectal anastomosis. New device was opened. There was no change in the procedure. There were no patient consequences reported. It is unknown if there was any change to the post-operative care of the patient.